Manufacturer narrative:
(B)(4). Reporter is company representative. Investigation summary: the complaint device is not being returned,therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed .no further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A device history record (DHR) review was conducted: part number: 251005. Supplier lot number: 17f08. Qty of lot: 66. Manufacturing /release to warehouse date: 06/01/2017 / 06/26/2017. Expiration date: n/a. Supplier: tag . Manufacturing site: tag. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate via email that the kite part of the ideal suture shuttle 90 degrees was already broken when the surgeon opened the package during arcr surgery. The case was completed without any patient harm or delay although it was not reported how the surgery was finished. Affiliate mentioned that it was brand new and the first use when the issue occurred.